Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not been feeling good - weaker - tired - and - experienced phrenic nerve stimulation, since system was implanted on (B)(6) 2016. Upon interrogation the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.